Event description:
Patient services received a call on (B)(6) 2011. Patient's husband stated, that patient had issues with this device. And had shocked her several times and they. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).